Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not responding. Customer stated that back button was not responding. Customer stated that they were having same issue everyday. Customers stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that block mode was not active. Customer stated that buttons were responding after inserting new battery into insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.